Manufacturer narrative:
Date of procedure is estimated as (B)(6) 2022. UDI #: the UDI number is ¿ni¿ as the catalog number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. In this case, it was reported that the whisper guide wire was used in conjunction with another guide wire during the procedure. It is possible that the guide wires may have become entangled or damaged during the procedure, resulting in the reported difficult to remove; however, because the device was not returned, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional whisper guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported in a general comment that during the procedure with bifurcation, 2 whisper guide wires were used and they became stuck together. There was a lot of resistance when attempting to remove the devices and they were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.